Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an emergency craniotomy for hematoma surgical procedure the motor device's ¿hose was leaking air and was not holding pressure properly¿. There was patient involvement; however, it was reported that the device was ¿tested before it touched the patient¿. There were no delays to the surgical procedure and it was completed successfully with a spare identical device. The reporter stated that the facility had four spare identical devices available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.